Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a high fever with inflammation and swelling around the implant site. The patient also experienced wound dehiscence leading to pus (infection) and fluid drainage from the wound site. There was also a formation of small granuloma at the end of the incision site. Subsequently, the patient was administered with antibiotics (type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.